Event description:
Litigation papers allege: on or about (B)(6) 2007, pt was implanted with a depuy pinnacle hip on his left side. After the surgery, cobalt-chromium metal ions were released in pt's blood due to friction and wear. As a result, pt has been experiencing severe pain, discomfort, and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Pt will likely undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege: on or about (B)(6), 2007, patient was implanted with a depuy pinnacle hip on his left side. After the surgery, cobalt-chromium metal ions were released in patients blood due to friction and wear. As a result, patient has been experiencing severe pain, discomfort, and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely undergo revision surgery. Doi: (B)(6) 2007 - dor: unk (left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
**Update 6/13/2016** patient was revised due to hip pain. Removed metal liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jul 05, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges danger of high levels of toxic metals in the blood and clinking sound. After review of the medical records, there is no new information that would affect the existing MDR reportability. Laboratory values for cobalt and chromium were below 7 ppb. Complainant information was updated. This complaint was updated on: jul 12, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: on or about (B)(6) 2007, patient was implanted with a depuy pinnacle hip on his left side. After the surgery, cobalt-chromium metal ions were released in patient's blood due to friction and wear. As a result, patient has been experiencing severe pain, discomfort, and inflammation in his left thigh and groin. He also experiences a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Patient will likely undergo revision surgery. Update (B)(4) 2016: patient was revised due to hip pain. Removed metal liner. Complaint was updated on (B)(4) 2016. Update rec¿d - litigation papers received. There is no new information that would change the existing MDR decision. Complaint was updated (B)(4) /2017. Update (B)(4). 2017: legal medical records received. In addition to what was previously alleged, pfs alleges high levels of toxic metals in the blood and clicking sound. After review of the medical records, there is no new information that would affect the existing MDR reportability. Laboratory values for cobalt and chromium were provided and showed below 7 ppb. Complainant information was updated. This complaint was updated on: (B)(4) 2017.